Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a low anterior resection procedure, there was a minor leak. The patient was brought back to surgery and the surgeon was able to drain the area. Then the area healed over where the small leak occurred. The patient is fine now. The device was discarded. Additional information has been requested.